Event description:
This rv lead was implanted on (B)(6) 2006. A call to technical services on (B)(6) 2011 states that there is a possible impending lead fracture on rv lead. Over the last year imped increased from 440 to 1240 ohms. Threshold .6 v @ .4 msec to 2v @ .6 msec. No over or undersensing. Rvp 13% of the time. Caller will reprogram to unipolar. U 280 ohms. .8v @ .6 msec. Working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).